Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03007; 2938836-2020-03009. It was reported that when the patient presented in clinic, one of his lead was poking through the skin. It was not determined which lead was poking out. There were no signs of any infection. Implant technique issue was suspected. The complete system was explanted. The device and leads were functioning within normal limits and no malfunction was noted with leads or device. The patient did not experience any adverse consequences and was stable.